Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual and microscopic inspection showed no evidence of particulate matter in the solution of the bladder. Tiny white striated marks were observed on the outer surface of the inflated bladder. The marks were determined to be antioxidant, which is a component of the bladder material. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The batch was manufactured august 16, 2013 - august 19, 2013. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particles were found in the reservoir of a small volume intermate. This occurred after filling with fortum (antibioticum). There was no patient involvement. No additional information is available. This is report 2 of 7.